Event description:
On may 20, 2026, senseonics was made aware of a user experiencing skin irritation. The irritation was attributed to the white adhesive patches, with symptoms including rash, blisters, and discharge. The adhesive patches were confirmed to be within their expiration date, and no additional bandages, tegaderm, lotions, or creams were used at the time. The user, who has a history of sensitive skin, informed their healthcare provider, who prescribed skin tac and flonase to manage the symptoms. Although the irritation did not lead to sensor removal, the condition contributed to the transmitter falling off and being lost[tk7.1] [mh7.2]. The user was advised to use a glucose meter as a backup and follow their healthcare provider's guidance, and a one-on-one clinical consultation was scheduled.

Manufacturer narrative:
Irritation at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. The user was offered a replacement transmitter.